Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx device indicating that the self-test has failed. The remote service engineer (rse) conducted a remote evaluation of the device and concluded that the self-test had failed. The rse advised the customer to shut down the device and reconnect the paddles cable. Following a subsequent self-test, the device's operation was found to be normal. The device was returned to use, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was inadequate contact with the paddles cable. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The rse advised the customer to shut down the device and reconnect the paddles cable. Following a subsequent self-test, the device's operation was found to be normal. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed the self-test. There was no reported patient involvement.